Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in the au reported the patient was on impella 5.5 support due to ischemic cardiomyopathy. The impella had a tuohy borst failure. Staff could not secure the catheter and the impella was migrating. Support was continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. No product was returned for evaluation. Unable to check toughy. The cause of the positioning issues could not be determined due to lack of clinical details and no product returned. Corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email. H5 should have been yes.